Manufacturer narrative:
Six of the eight malfunctions reported were returned for evaluation. Two alarms not returned were reported as not sending a signal to the nurse's station. With the information available and without the return of the alarm, it cannot be determined what the alleged failure was related to. Based on previous complaint investigations, the likely cause of the event is wear/tear or impact such as dropping or bumping. At this time, there is no evidence that a manufacturing non-conformity contributed to the complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The other six alarms returned were reported as not sounding at the nurses station, having power but no sound or not having a voice message. Evaluation of the returned units found all units to be over 48 months old (from the day of manufacture) and the root cause failures were attributed to wear and tear of the device. Being that the units were over 48 months old, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. Q1 2018 asr report e2015006.

Event description:
This report summarizes eight malfunctions. The alarms had sound related issues. Q1 2018 asr report #e2015006.